Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28 x 2.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The 2.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion even after repeated attempts were made. Subsequently, it was noted that the stent was damaged. The patient was sent for coronary artery bypass graft (CABG) surgery. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the device's tip. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. It was alleged that the stent of the device was damaged however no stent damage was identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28 x 2.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The 2.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion even after repeated attempts were made. Subsequently, it was noted that the stent was damaged. The patient was sent for coronary artery bypass graft (CABG) surgery. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).